Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 17 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received 17 closed samples and one open sample with the needle detached from the thread. Tested the needle attachment of the closed samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on product: replace this code/batch to the customer or a refund. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions has been implemented through OEM.

Event description:
Country of complaint: (B)(6). Needle separated from thread/needle attachment.